Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported discrepancies between the medication dose on the bd alaris pump and in epic. This may be due to rounding on the pump side or rounding in epic. There was no patient involvement. Additional information received: no additional information will be provided by the customer; no devices will be returned.

Event description:
It was reported discrepancies between the medication dose on the bd alaris pump and in epic. This may be due to rounding on the pump side or rounding in epic. There was no patient involvement. Additional information received: no additional information will be provided by the customer; no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had unintended dose change was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.